Event description:
Orig. Surg. 2000. Low activity level. Allegedly the ceramic head broke in the pt. Revision took place on the 25th of 2006. Pt didn't fall, but is a obesitas pt.

Manufacturer narrative:
Investigation is not complete. Event device code is addressed in package insert. This report will be amended when the investigation is complete.